Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a removal surgery for fibulink. The primary surgery was performed on (B)(6) 2024. The tensioning cap was not fully inserted into the medial edge of the fibula. Although the tensioning cap was removed, the tibia screwdriver did not penetrate the fibula because the bone was embedded in the hole. As the screwdriver was forced into the hole, the fibula screw was pushed further in and reached the tibia screw side. However, the screwdriver did not penetrate. Despite removing the bone with the drill bit, the screwdriver could not be reached to the tibial screw and it could not be turned. The hole was widened with a hollow reamer, and the fibula screw was removed using the forceps. Subsequently, the tibia screw was removed using a tibia screw remover. The surgery was completed successfully with 60 minutes delay. The surgeon commented that a large hole was made due to the removal procedure. No further information is available.